Event description:
It was reported to philips that the customer received an insufficient image storage space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment procedure and the procedure was completed by shifting the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was showing "insufficient image storage space" error. Upon troubleshooting, fse reviewed log files and confirmed the errors. To resolve the issue, fse recreated the image store and replaced the image disks. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.